Event description:
Caller states the patient tested 3.1 inr on the coaguchek xs and 4.2 inr on coaguchek s during duplicate testing. No adverse event reported. No action taken based on device result. Requested return of suspect system and replacement was sent.

Manufacturer narrative:
This medwatch is for suspect device in coaguchek xs system. Reference medwatch is for suspect device in coaguchek s system.